Manufacturer narrative:
The customer reported that they will not return the defective main pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is having transducer fault alarm during patient use. The patient was moved to another ventilator and no patient harm reported with this event.